Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the verbatim: I realize this is not within your purview however this is an urgent request. We are trying to get an address for terri to return paperwork to bd regarding the infusion sets we have had patient events with. We are being passed off repeatedly. Customer reply: 1. Can you elaborate the issue with tubing? Kindly report exact defect. Tube leaking. 2. Can you provide a material number? No . 3. Can you provide a batch number? No, catalog number is 2426-0007 and lot number is believed to be 23089161. 4. Can you provide an event date? 10/27/23. 5. Did the event directly, or indirectly involve a patient or user? Yes. Pertinent history of systemic lupus erythematosus (sle) on immunosuppressive therapy, copd/bronchiectasis on home oxygen, interstitial lung disease of undetermined etiology. Patient presented at other hospital with viral/bacterial pneumonia, placed on broad-spectrum antibiotics, continue to get worse to a point where she was placed on mechanical ventilation and requiring vasopressor to hold her blood pressure. Transfer requested from other hospital to our hospital for higher level of care and management of acute respiratory distress syndrome, (ards), acute on chronic respiratory failure. 7. Describe any patient harm, injury, complication, or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. Treatment: the patients mean arterial pressure dropped to 63 and the IV pump with levophed infusing at 80 mcg/min was beeping with a "check channel" error twice. At this time, levophed was titrated up. The rn tried to transfer levophed tubing to a different channel and found levophed tubing was leaking. Neo was given per md at the bedside. Pt map rapidly dropped to 48, new tubing restarted, at this time levophed infusing at 200 mcg/min per md order. The patient became pulseless, and CPR was started. Given the brittle and fragile pt, she was unable to tolerate this and coded. She was brought back quickly but was too unstable and coded again. After the 3rd code, the family withdrew care." Outcome: patient expired. 8. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. Yes, code blue, death. 9. Is there any physical sample or sample photos/videos available? If yes, kindly share it for.

Manufacturer narrative:
The customer is reporting that an infusion set is leaking. One photo was received for quality investigation. Evaluation of the photo does not indicate the infusion showing signs of leakage. The customer complaint of leakage could not be verified. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0007 lot number 23089161 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 10aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided. Material #: 2426-0007. Batch #: 23089161. It was reported by customer that they are trying to get an address for (B)(6) to return paperwork to bd regarding the infusion sets they have had patient events with. They are being passed off repeatedly. Verbatim: rcc received a complaint via email. Email(s) attached. I realize this is not within your purview however this is an urgent request. We are trying to get an address for (B)(6) to return paperwork to bd regarding the infusion sets we have had patient events with. We are being passed off repeatedly. Thanks for any assistance you can provide to escalate our request for an address.

Event description:
Material #: 2426-0007. Batch #: 23089161. It was reported by customer that they are trying to get an address for terri to return paperwork to bd regarding the infusion sets they have had patient events with. They are being passed off repeatedly. Verbatim: rcc received a complaint via email. Email(s) attached. I realize this is not within your purview however this is an urgent request. We are trying to get an address for terri to return paperwork to bd regarding the infusion sets we have had patient events with. We are being passed off repeatedly. Thanks for any assistance you can provide to escalate our request for an address.

Manufacturer narrative:
This MDR was submitted in error and needs to be cancelled as it is a duplicate of pr (B)(4)